Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The register nurse case manager reported via phone call that the customer was in the hospital due to a pump failure. Customer was recently in the hospital due to high blood glucose and diabetic ketoacidosis on (B)(6) 2015. Customer's blood glucose was 193 mg/dl at the time of the incident. Customer's current blood glucose was 221 mg/dl. Customer had symptoms of high blood glucose such as nausea and difficulty breathing. Customer treated with 15 units of levemir daily on an insulin scale 4 times before meals and at night. Caller stated that the pump was not staying on due to the pump not accepting a new battery. Customer was still hospitalized and it was unknown if the customer was wearing the pump at the time of the emergency room visit. Customer had also received no delivery alarms and a low battery alert. Customer was not available to speak and will call back to troubleshoot.